Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and the battery cap was damaged. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, pillowing keypad overlay, cracked select keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and missing display window cover. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.